Event description:
It was reported that the right ventricular (rv) lead pace impedance has been greater than 2500 ohms in both unipolar and bipolar configurations. Noise oversensing has also been seen in unipolar configuration. Otherwise sensing and thresholds appear to be normal. The patient does have an underlying rhythm at 58 beats per minute. However, the patient was sent for an electrophysiology consult and the physician wanted information from technical services. Troubleshooting was suggested and will be reviewed with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.